Event description:
It was reported that catheter entrapment occurred. The target lesion was located in a fistula. A 8.0 x80, 75cm gladiator elite balloon catheter was advanced for dilation. However, it was noted that when going in and out with the balloon over the non-boston scientific wire, it did not feel completely smooth like normal. And during removal, it was noted that the wire frayed and came apart, and the balloon catheter became stuck with the wire. Both the wire and the balloon catheter were removed together. The procedure was completed with no patient complications reported.